Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the audio of the insulin pump was not working. Customer reports they did not hear beeps when audio volume settings were saved and they did hear the differences between the two audio beep volumes 1 & 5. Customer also reported that insulin pump received hardware low level failure alarm but it was able to clear and rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.